Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that a cartridge alarm 19 occurred when attempting to deliver a bolus. In addition, after receiving the alarm, the contact noted that there was "champagne-sized" air bubbles around the luer lock. The contact was able to load a new cartridge successfully and prime the air bubbles out. The customer was able to resume insulin delivery. There was no impact to the customer's blood glucose level.